Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op316 cannula was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on photographs provided by the patient's mother. Results: visual inspection of the supplied photographs revealed that the left flexitube (cannula tubing) was damaged where it connects to the swivel grip. The loop pad was also detached from the right side of the cannula. Glue residue could be seen on the cannula. The loop pad has an adhesive backing when it is fitted to the cannula. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. A cannula with this type of damage would not have passed our visual inspection, nor would it have passed our pressure test. The loop pad appeared to have come loose due to the failure of the adhesive backing to adhere to the loop pad. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained; appropriate monitoring must be used at all times; do not stretch or crush tube; ensure skin is dry/prepared; check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A healthcare facility in (B)(6) reported on behalf of a home patient that an opt316 optiflow junior nasal cannula was damaged after two nights of use. No patient consequence was reported.